Event description:
Pico dressing applied on the (B)(6), new dressing applied on the (B)(6) and then this one removed on the (B)(6). The skin which had been in contact with the opsite film which secures the pico dressing had broken down slightly and was exuding . Emollient and hydrocortisone applied covered wound with non adhesive dressing, urgotul ssd with mesorb, and bandage.

Manufacturer narrative:
Device was not evaluated, due to it was not returned for investigation. (B)(4).